Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system. It is a known issue that no magnetic materials should be brought into the examination room. No corrective action is needed. The facility is instructed to review our safety directions as present in the instruction for use with the hospital staff to prevent incidents like these from happening in the future.

Event description:
Philips received notification that during an attraction of a magnetic wheelchair to the mr system a patient sustained a head wound. No further information was provided, although it is expected that the wound needed stitches.